Event description:
This procedure was performed in (B)(6). The procedure was performed on (B)(6), stenosis and occlusions on left sfa and popliteal level. Contralateral approach. During sfa pta, the powercross pta balloon broke under nominal pressure. While pulling the powercross back it became stuck in the tip of introducer. After withdrawing, the powercross catheter was separated into two layers. The outer part of balloon catheter came out from the introducer and it was broken at the joint of the balloon. The inner layer was wedged the v 18 wire. The powercross balloon separated from the catheter, but was wedged the wire. The original introducer was replaced by a 6f introducer. The separated balloon was fastened to the wire with a snare and then pulled out completely. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.